Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly and motor assembly. The device was unable to have an button error alarms or keypad anomalies verified due to the blank display. The following cosmetic damage was also noted: minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 165 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.